Event description:
(B)(4). It was reported that myocardial infarction (mi), worsening of congestive heart failure (chf), fatigue, increased weakness, shortness of breath and ventricular tachycardia occurred. On (B)(6) 2010, the patient was diagnosed with current silent ischemia and non q wave myocardial infarction. Cardiac catheterization was recommended and coronary angiography was performed. Subsequently, the index procedure was performed. The target lesion was a de novo lesion located in the proximal portion of saphenous vein graft (svg) to1 st diagonal with 90% stenosis and was 22 mm long with a reference vessel diameter of 4.0 mm. The lesion was treated with pre- dilatation and placement of a 4.00 x 32 mm taxus liberté stent. Following post- dilatation, the residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. On (B)(6) 2013, the patient presented after firing of his automatic implantable cardioverter defibrillator (aicd) associated with chest pain and increased weakness, fatigue and shortness of breath. The patient was diagnosed with ventricular tachycardia. The patient was hospitalized immediately. Electrocardiogram (EKG) revealed normal sinus rhythm at 96 beats per minute with frequent premature ventricular contraction (pvcs), nonspecific intraventricular conduction delay and prolonged qtc at 475 ms. At the time of cardiac consultation, cardiac enzymes were found to be elevated and ECG revealed nonspecific intraventricular conduction delay and nonspecific st-t wave abnormalities. And x-ray revealed moderate congestive heart failure with small bilateral pleural effusions. In addition, physical examination, x-ray and radiographic findings were consistent with chf and second troponins were marginally elevated but was unclear whether it was related to acs versus demand ischemia related to stress. Then the patient was diagnosed with non q wave non st elevation mi (nstemi). At the time of event, the patient was only on clopidogrel. The study drug was last taken on (B)(6) 2011 and aspirin was last taken in 2013. Cardiac catheterization was recommended. Six days from admission, coronary angiography was performed. The lesion from left marginal artery (lma) to left circumflex was treated with 2.75 x 23 mm non-bsc drug eluting stent and balloon angioplasty. Post procedure the event worsening chf and ventricular tachycardia were considered resolved without residual effects. Two days post procedure, the event mi was considered resolved without residual effects and the patient was discharged on clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).